Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days after an esophagectomy procedure, the patient presented with a fistula which required reoperation, extended surgical time of 30 minutes or more and extended hospitalization of more than 10 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days after an esophagectomy procedure, the patient presented with a fistula which required reoperation, extended surgical time of 30 minutes or more and extended hospitalization of more than 10 days in the intensive care unit and then continued with normal treatment.